Event description:
The customer reported a generator error. The system shuts down when this occurs. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.